Event description:
The customer stated she was taken to the emergency room for low blood glucose levels. The blood glucose levels were not reported. Prior to the visit to the emergency room, the customer stated she delivered a large amount of insulin with the insulin pump

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.